Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm for 10 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.